Event description:
The customer stated that he had been trying to view his memory. He stated that for a while, his meter had been giving him readings such as 17.9. He had been medicating based on the mmol/l readings. Customer service helped him set the time and date and change the settings to mg/dl. Customer service was having the customer return the meter for evaluation and was sending a replacement.